Manufacturer narrative:
Device recognize reservoir with no reservoir in place due to moisture damage on force sensor resistor. Unable to perform displacement test or functional test due to faulty force sensor resistor. Moisture damage on lcd flex connector traces noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump failed device verification test. The customer¿s blood glucose level was 5.5 mmol/l at the time of the incident. Customer stated that they were not able to place reservoir as directly got message that reservoir was placed. Self test was performed and it was passed and no pump error detected. The insulin pump will be returned for analysis.